Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage due to a small cut in the non-patient end rubber sleeve of the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer samples, the indicated failure mode for leakage was observed and attributed to a small cut in the non-patient end rubber sleeve of the incident lot. Based on the investigation, the most likely root cause was determined to be related to a manufacturing molding issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from a bd vacutainer® ultratouch¿ push button blood collection set. There was no report of exposure, injury or medical intervention.